Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm91scs (serial: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was for about a year and a half to two years the patient had been having trouble with their handset and communicator. Sometimes it worked and sometimes it did not. When asked to clarify pt said their handset would shock the patient sometimes and the implanted device would float around in their back. Patient had called and talked to many doctors but a lot of them did not want to talk to the patient. Pt said this happened before. Agent understood pt was feeling unexpected stimulation from the ins therapy and thought the controller was the source. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient service provided patient nas phone number. Patient representative called back and stated that pt told them their controller is no longer working. Caller is not with pt or equipment - patient services (pss) is calling pt back to gather details. Agent contacted pt and pt stated that their handset and communicator are rapidly depleting in charge for the past 2 years. Pt stated they have to charge them both daily in order to keep them charged. Pss is sending a request to repair for the handset and communicator. Pt repeated that they are feeling shocking from the ins - pss suggested pt contact their hcp to have the ins / leads checked. Pt stated they are working on getting a new hcp.